Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard multiple tones during the night of a thunderstorm from their implantable cardioverter defibrillator (ICD). The patient presented to the hospital and it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The physician was not able to identify why the ICD toned because no alert tone criteria was met. The lead and device remain in use and the patient is being monitored. No patient complications have been reported as a result of this event.